Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had the ipg explanted and replaced on (B)(6) 2018 due to the ipg being at end of life (eol). Effective therapy was resumed post operatively.